Event description:
Medtronic received information regarding a navigation system. It was reported that the local representative (cs) was doing a microscope calibration and could not get camera communication. It was noted that the amber light was illuminated. The ethernet was reseated into the back of the camera, but no resolution. The power over ethernet (poe) was showing a green light. The ndi toolbox was checked, and an illuminator fault was found. This was reported outside of a procedure. There was no patient involved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. Medtronic representative visited the to evaluate the equipment. (B)(4) are applicable. The returned positioning sensor unit (psu) was analyzed. It had connections issues at power up on the test bench but was eventually able to connect. A check of the event log showed an intermittent history of firmware incompatibility as well as low illuminator voltage. The psu also failed an accuracy test (aak) at .37 mm with a passing threshold of .25 mm. (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.